Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.21mm x 1.65mm in size. Additional finding not reported by site: the instrument was found to have a detached fragment. The detached fragment was the piece of the tube adapter that broke off. The detached fragment was not returned. The root cause of this failure is attributed to user. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the end piece of a single port monopolar curved scissors (mcs) instrument had a chip of plastic missing. This caused the scissor tip to not click into place. No fragment fell inside the patient. The procedure was completed with no reports of patient injury.